Event description:
It was reported that the procedure was to treat the carotid artery with heavy tortuosity. The acculink self expanding stent (ses) was implanted in the lesion without issue. Upon attempted removal of the filter system in place, the filter was getting caught on the proximal end of the stent. Ultimately, surgery was required to remove the filter and the stent was also explanted. The patient is doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal of the filter inadvertent interaction with the implanted acculink stent resulted in the reported entrapment of device. As reported, surgery was required to remove the filter and the stent was also explanted. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.